Event description:
Oral surgeon advised that the scrw snapped in half inside the implant. No other information reported.

Event description:
Oral surgeon advised that the scrw snapped in half inside the implant. No other information reported.